Event description:
Customer alleges the left side brake handle will not lock down. (B)(4). No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female, (B)(6). The dealer called and stated that the consumer has had the rollator for 3 weeks and the left brake handle will not lock down. The replacement part has been received by the dealer and he is waiting for the consumer to bring in the rollator for the repair. Warranty replacement order (B)(4). No injury or medical intervention alleged.